Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, and h10. Reported event was considered confirmed as x-rays showed dislocation of the humeral component with respect to the glenoid component. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause could not be determined. It is stated on the medical notes that the patient fell. This is identified in the medical records as the reason for the initial procedure (fall leading to comminuted fracture); however, it is unknown if the patient suffered an additional fall post-op which caused the dislocation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (UDI): n/a. Medical product: catalog #: 115375, comp rvs tray +5mm co 44mm, lot # 201700; catalog #: 010000589, comp rvrs 25mm bsplt ha+adptr, lot # 697730; catalog #: 180550, comp lk scr 3.5hex 4.75x15 st, lot # 716640; catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 887390; catalog #: 180552, comp lk scr 3.5hex 4.75x25 st, lot # 887380; catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 465470; catalog #: 12-113560, compr 10mm hum fract stem pps, lot # 264740; catalog #: 405889, comp rvs 2.7mm dia drl, lot # 962330; catalog #: 405800, comp. Rev shldr 9 in steinmann, lot # 787430; catalog #: 115395, comp rvs cntrl 6.5x25mm st/rst, lot # 762300. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device had been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05392. Discarded.

Event description:
It was reported that the patient underwent left reverse total shoulder arthroplasty about a month ago. Subsequently, patient was revised about 20 days later due to dislocation.